Manufacturer narrative:
A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. Therefore, no resolution is available.

Event description:
On january 2nd, 2024, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving high bg readings from both of the dario meters she has. The user stated receiving a bg reading of 372 mg/dl from one of her dario meters, and a bg reading of 176 mg/dl from her other dario meter.

Event description:
On (B)(6) 2024, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving high bg readings from both of the dario meters she has. The user stated receiving a bg reading of 372 mg/dl from one of her dario meters, and a bg reading of 176 mg/dl from her other dario meter. Addition for the follow-up report: on the 8th of february, 2024, the user contacted dario requesting a call back, regarding her previous high bg reading issue.

Manufacturer narrative:
A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips and meter are reading correctly. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. Therefore, no resolution is available. Addition for the follow-up report: after several attempts to follow up with the user, dario's representative contacted the user on the 23rd of february, who reported that she received the new cartridge of strips and control solution that were sent to her previously. The user had performed the control solution test by herself and stated that the results were still reading high. Due to the above, a replacement of dario's meter, was sent to the user together with a return material authorization (RMA) package, to further investigate this issue. The user provided the details for her two dario meters, however, she returned only one meter with the RMA package. Lot number for the first dario meter: 2107081. Lot number for the second dario meter: 2003011. This meter was not received for investigation. RMA investigation test results with dario's control solution concluded that the readings for the first dario meter were within range: level 1 test results were 128 mg/dl, 134 mg/dl, and 135 mg/dl within the range of 107-153 mg/dl. Level 2 test results were 221 mg/dl, 221 mg/dl, and 223 mg/dl within the range of 186-268 mg/dl. The RMA package was received for investigation on april 5th, 2024. The tested meter was reading within range. Therefore, it was determined that this complaint is not due to the tested meter. There is not enough informaiton regarding the dario strips or the user's second dario meter to investigate. No resolution is available.